Event description:
It was reported that the lead may have migrated. It was noted that this was indicated by medical imaging done (B)(6) 2013. It was unclear if the medical imaging was planned or had been completed. The reporter stated that the cause of the event was a fall. It was noted that the event was attributed to the lead and impedances needed to be checked. The patient outcome was reported as no injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va027mk, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).